Event description:
Rec'd report of lawsuit.of first doe through one-hundredth doe, including abbott laboratories of an unspecified catheter causing unspecified damage, resulting in sustained prolonged pain and suffering, emergency surgery to repair lacerated common carotid artery, significant scarring, prolonged recover, permanent damage to the neck and cardiovascular sys, severe shock to the nervous sys, negligent infliction of serious emotional distress, and other injuries, the exact nature and extent of which are presently unk to plaintiff."